Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/21/2023, it was reported by a sales representative via sems that an ar-3636 knotless fibertak inserter tip broke during insertion. This was discovered during a post-operative office visit. The x-ray scan revealed the broken fragment. The surgeon does not intend to remove the broken piece. This was a labral repair procedure, and it took place on (B)(6) 2023. Additional information received on 8/1/2023: at this moment, the patient has not reported any adverse effects, and the broken fragment is still lodged in the glenoid.

Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field. Arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.